Event description:
The st. Jude medical representative phoned to report suspected early battery depletion. The device continued to be monitored until the date of explant in 2005. The event was initially considered a complaint. However, after completing the analysis, it was determined to be reportable.